Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer blood glucose level was 24 mmol/l at the time of incident. The customer's other blood glucose was 32 mmol/l. The customer experienced symptoms such as blurry vision, feel weakness. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The device will not be returned for analysis